Event description:
The hearing aids were purchased and in use by 2001. They were failing immediately and were subject to return within 30 days as per state law. The vender assured pt that they will be functional at all cost and time. The hearing aids were returned to oticon twice for remanufacturing and at least twice more for other causes such as amplifier and chip problems. The estimate usage for the left ear was 60-70% - right ear was 30-35%. This is totally unsatisfactory and would be regarded as total lemons.